Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks due to rv lead noise. Hv therapy was programmed off and patient was sent home with a life vest on. The lead remains implanted.